Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. It was also reported that the customer experienced a low blood glucose (bg) level of 57 (mg/dl). Reportedly, the customer's health care provider (hcp) had recently made adjustments to their basal insulin rate settings to adjust for their changing work schedule. Customer consumed glucose tablets and soda to treat their bg level, and subsequently, experienced an elevated bg level of 311 (mg/dl). Customer then administered a bolus with the pump. Reportedly, customer stated that they will contact their hcp to discuss pump settings, will continue to use the pump for insulin therapy, and stated that insulin injections are available for alternate insulin therapy if needed.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.